Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed low impedances and over-sensed noise causing inappropriate automated mode switch (ams) episodes and pacing inhibition on the right atrial (ra) lead. No intervention was performed and the patient will be continued to be monitored. The patient was in stable condition.